Manufacturer narrative:
(B) (4).

Event description:
The pt felt no stimulation sensation. Device interrogation revealed that the implantable neurostimulator was in a power on reset condition. The battery was not near end of service. The field rep cleared the power on reset and reprogrammed the implantable neurostimulator. The pt felt stimulation sensation afterward.